Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-33049. It was reported that the patient experienced left side leg pain following a trial. Patient had two leads placed for right side leg pain but was complaining of left side leg pain. A CT scan was taken and it showed the s1 lead had pulled back out of the foramen. The physician pulled the trial leads as a result.